Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4)

Event description:
A customer reported to carefusion that their avea ventilator membrane panel buttons did not respond. The ventilator was not in use on a patient when the problem occurred and no patient harm, associated with the event, was reported to carefusion.

Manufacturer narrative:
The user interface monitor (uim) was returned to carefusion for evaluation. The uim was inspected externally and it was noted that there was a liquid residue on the uim screen. The uim was installed onto an avea test station and powered into user mode; all buttons responded properly. The uim was allowed to cycle overnight for a total of 16 hours and all buttons tested; the buttons performed properly. The uim was disassembled to inspect the internal printed circuit boards (pcbs), cables and connectors. During inspection, a residue was found on the membrane switch assembly ground. All led's (light emitting diodes) were tested; all led's functioned properly. The overlay graphics were removed to visually inspect; no anomalies were noted. Carefusion was unable to duplicate the customer's reported problem but the liquid residue found on the button membrane is a possible cause to the reported problem.